Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A coyote es mr 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different size non-bsc balloon catheter. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated y MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a pinhole 17mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A coyote es mr 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different size non-bsc balloon catheter. There were no patient complications nor injuries were reported.